Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure front lights blinking was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty slider switch. A root cause could not be identified. Based on the results of the investigation, it is likely the front lights blinking due to faulty slider switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had lights blinking on the front panel. The issue was found during set up/ inspection for use. There were no reports of patient involvement.